Event description:
Customer reported key fault condition during daily check of device, no reported patient involvement. Fault condition was not duplicated by service rep, proper operation was confirmed.